Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n001 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n001 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs and video is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube leaked during treatment after approximately 132 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. There was no report of patient harm associated with this event. The customer returned a photograph and video for evaluation.

Manufacturer narrative:
The customer returned photographs and a video for evaluation. The complaint kit was not returned. Evaluation of the customer photographs and video verified the drive tube leak between the centrifuge bowl and drive tube. The leak appears to be coming from the location where the drive tube is aligned inside the outer centrifuge bowl. A material trace of the drive tube assembly and its components used to build lot: n001 found no related non-conformance's. A device history record (DHR) review did not identify any related non-conformance's, deviations, or equipment maintenance events. This lot passed all lot release testing. The reported drive tube leak is verified based on the photographs provided; however, the root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2025.